Event description:
It was reported that, pt reported that on (B)(6) 2010, he had his primary surgery. Since then, he has experienced pain and a limp that became more pronounced on (B)(6) 2011. Since then he has returned to the operating room a total of eight times due to pain and multiple infections on his left hip. Pt reported to have been revised on (B)(6) 2012 because his surgeon stated that the hip was "black". Patient is unsure of the dates of his surgeries.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 ws initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.